Manufacturer narrative:
E1: initial reporter address 1: (B)(6)

Event description:
It was reported that catheter issue occurred. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician tried to pull out the device and it shows that the covered sheath was split out from the main sheath. The procedure outcome is unknown, and no patient conditions were reported. It was further noted that device was not returned for analysis. However, a media was provided to conclude the reported event. Device analysis revealed the sheath was damage.